Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy. The device was programmed to deliver a volume to be infused of 200 from a 250ml bag (medication, dose, programmed delivery rate unknown), when the infusion was complete approximately 125 was left in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.